Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
It was reported to abbott, a patient was scheduled for an ipg replacement. The patient observed the message ¿replace generator¿ on their patient controller. The ipg was operable as of (B)(6) 2023. The patient¿s surgery date was (B)(6) 2023. Per the event details, the surgery has not taken place yet. The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined. The allegation is against one of two ipgs; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: proclaim¿ 5 elite implantable pulse generator, model: 3660ans, UDI: (B)(4), serial: (B)(4), batch: a000064473.